Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer 2.5 years ago and 12 month ago. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged lung cancer. The reported event of lung cancer. And its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of lung cancer 2.5 years ago and another 12 months ago. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, unknown white, gray, and black dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. Also, there were tiny gray and black (inconsistent with degraded sound abatement foam) fibers/hairs at the air inlet of the blower box. Dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Black dust-like contamination (inconsistent with degraded sound abatement foam) and fibers/hairs on the inside of the bottom of the enclosure. Dust-like contamination on the bottom of the blower motor and inside of the blower motor. Slight black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Review of the device log showed: -errors logged: 32 error was logged. The device's downloaded event log was reviewed by the manufacturer and found 32 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-42084-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.